Event description:
Approximately four years after the index procedure, the patient was found to have increased creatinine levels due to stenosis in the right common iliac artery. Claudication was also noted. The physician performed ballooning and implanted stents into the common and external iliac arteries. The investigator assessment concluded that the event was unrelated to the study device or procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).